Manufacturer narrative:
Date of event is estimated. A patient death was reported to abbott. Event details describe cause of death was not provided. Additionally, no scs system complaints were reported nor were implanted products returned for analysis. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.

Event description:
It was reported the patient was recently implanted with a scs system. The patient passed away a few days after the implant procedure. It is unknown how the patient passed away as an autopsy was not performed.. Manufacturer was not informed of any existing patient medical conditions.